Event description:
It was reported to boston scientific corporation that an rx locking device and biopsy cap was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2010. According to the complainant, during the procedure, the olympus therapeutic scope channel was flushed using a 60cc syringe with a blunt tip needle. At the completion of flushing the scope, the technician discovered that the foam sponge from the rx locking device and biopsy cap became lodged within the channel of the scope. The sponge was removed from the scope channel using a multibite forceps. The procedure was completed with another rx locking device and biopsy cap. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4)